Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer alleged that control iq system did not suspend insulin delivery. However, no pump logs were available for the date of the event. Therefore, the alleged root cause could not be confirmed. Reported, the customer addressed the low bg by consuming carbohydrates.